Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the display screen was blank and there was moisture behind the display. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/24/2017 with the following findings: a visual inspection showed that there was moisture visible through display lens. The pump was powered on to a blank display. A leak test revealed a leak at a crack at the top right corner between display lens and pump seal. The pump was opened and there was moisture observed throughout pump casing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.